Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves an unknown number of devices.

Manufacturer narrative:
This report is for an unknown screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a microvascular decompression (mvd) procedure due to trigeminal neuralgia. The patient was implanted with titanium low profile neuro burr hole cover and mesh plates. There was a surgical time of 108 minutes. There were no intra-operative complications. The duration of follow up was of 787 days. The healing status / radiographic outcomes at final follow-up was that the patient had 70% improvement in pain after mvd, but continues to suffer. Recently the patient developed sharp, shooting recurrent pain. There were no post-operatives complication presented. The patient did not undergo reoperation. The other patient reported outcomes were that there was a dramatic improvement of throat pain and ear pain, has no hearing difficulty, and able to eat more because of pain free. No further information is available. Concomitant devices reported: ti low profile neuro burr hole cover 24mm dia (part number 421.528, lot unknown, quantity 1), plates: cmf (part number unknown, lot unknown, quantity 1). This report involves unknown screws: trauma. This is report 3 of 3 for (B)(4).